Event description:
(B) (4). As reported, a newborn, after 1 or 2 hrs on this unit, had high values of co2 verified with arterial gasometric values. Increasing values, even, with high respiratory rates were reported. When they changed to different ventilator, the values of co2 return to a normal value with the same ventilator settings. An hme filter was being used during this incident. Please not there was no pt injury or death in this case.

Manufacturer narrative:
Device will not be returned for eval as this is not a device malfunction, but a user set up error. A review of this event by our clinician showed the use of an hme filter could be the cause of the reported high co2 values. This type of filter is not recommended for use on pts, such as newborns, with a small lung capacity. It increases the possibility of rebreathing, which results in high co2 levels.